Event description:
It was reported a patient experienced and was hospitalized (five days later) for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was treated with injections of meropenem 500mg (frequency not reported). The cause of the peritonitis was unknown. On an unreported date, the pd catheter was removed. At the time of this report, the patient was recovering from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.